Event description:
Customer reported a past low blood glucose event and required a visit to the emergency room, followed by hospitalization. Lowest blood glucose related to the incident was within the range of 20-22 mg/dl. Customer received treatment with IV and saline fluids along with glucagon, which successfully resolved the issue. There was no identified permanent damage to the customer, and they were released from the hospital the following day. Customer had a minor injury involving a hit to the head and bruised right elbow, but there was no fracture. No supplies or system check was requested by the customer, and they were advised to monitor for any future discrepancies in time settings.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Subsequently, the customer experienced a low blood glucose event and required a visit to the emergency room, followed by hospitalization. Lowest blood glucose (bg) related to the incident was within the range of 20-22 mg/dl. Customer received treatment with IV and saline fluids along with glucagon, which successfully resolved the low bg. There was no identified permanent damage to the customer, and they were released from the hospital the following day. Customer had a minor injury involving a hit to the head and bruised right elbow. The customer corrected the time and resumed insulin therapy.